Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a revision procedure due to joint laxity. The articular surface was removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) could not be reviewed, as lot identification was not provided. Unable to perform a compatibility check. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.